Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal to mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was performed three times and a non-boston scientific stent was implanted, the catheter was inserted for a fourth observation. The screen was black and when the catheter was removed there was no resistance. However, the tip marker part remained in the coronary artery and had to be removed using a snare. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older.